Event description:
It was reported that undersensing and diagnostic anomaly was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.